Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, unexpected restart error tests, and self-test. All operating currents are within specification. The off no power alarm functions properly. No unexpected max fill alarm was noted. However, the device was unable to prime during testing, due to moisture damage in the force sensor resistor. Occlusion test and excessive no delivery test could not be performed, due to prime/fill anomaly. Low reservoir alarm could not be tested and it could not be verified whether remaining units in the status screen matched the test reservoir volume, due to prime/fill anomaly. Moisture damage was found on the electronic assembly and on the vibrator motor. The insulin pump was also received with minor scratches on the display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer called and reported that the insulin pump alarmed maxed fill reached when she was filling the tubing and no drops were seen exiting. Customer's blood glucose was 311 mg/dl. There was still insulin in the reservoir when the customer removed it. When rewinding the pump, customer stated the motor seemed to be moving back. The insulin pump did not pass the displacement test. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.